Event description:
It was reported that post implant of the device, the patient experienced significant retro-sternal pain. The device was reprogrammed and the patient experienced no more pain. The doctor will monitor the patient. The device and lead remain in use. No further patient complications have been reported as a result of this event. 2014 (B)(6) it was additionally reported that the device was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.